Event description:
The customer stated that she was treated for high blood glucose levels, the customer was in the hospital for a chest xray and ultrasound. During the hospitalization, the customer's blood glucose levels began to elevate. Advised that the insulin pump would be replaced due to possible exposure to the ultrasound. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.